Event description:
It was reported that this was a ptca procedure, involving an ami pt, and the target lesion was located in the distal rca. Another company's guiding catheter was engaged and the guide wire was crossed at the lesion. Using a balloon catheter, dilatation was performed eight times. After implanting a stent, an attempt was made to cross with a thrombuster device, but it could not cross. An attempt was made to cross with a balloon catheter, but it could not cross. When the physician removed the balloon catheter, resistance was felt with the guide wire. No additional information was available. This is being filed based on the returned product evaluation that revealed a separated guide wire.